Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, the power cord connector was separated from the power cord. The cause of the inability to power on is the damaged power cord. The root cause of the damaged power cord is excessive force placed at the connector. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.